Event description:
During surgery, one of the endo dissect jaws disengaged and fell into the cavity. The operation lasted for 3 extra hrs, and finally they had to "open again" and the jaw was found near the intestines.